Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt had an ir failure. The cause for the failure was isolated to the electrode belt trunk cable. The pulse wire heat shrink separated, causing the pulse wires to short together and to the distribution node. The root cause for the separated heat shrink could not be positively identified. There is no indication that the damaged electrode belt caused or contributed to the patient death. The patient was in a non-treatable rhythm at the time of the electrode belt disconnection. Device manufacture date: monitor 09/14/2015, belt 11/21/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the download data indicates the patient received three inappropriate shocks in response to CPR/motion artifact and low amplitude oversensing on (B)(6) 2021. The patient received the first inappropriate treatment at 20:11:04, the second inappropriate treatment at 20:14:04, and the third inappropriate treatment at 20:14:37. The patient's rhythm at the time of each treatment and post-shock rhythm was obscured by CPR/pacemaker spikes. The lifevest declared a non-treatable rhythm at 20:14:57. Per the patient's continuous ECG recordings, the patient rhythm was obscured by CPR/pacemaker spikes at the time of the electrode belt disconnection at 20:15:04.